Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a bard: uretex sup implantation during mesh implantation. It was reported that following insertion the patient experienced pain, bleeding, urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent removal on (B)(6) 2013 due to pain with intercourse, bleeding, prolapse, recurrence, incontinence, vaginal scarring, and revision surgery. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/17/2017. (B)(4). It was reported that following insertion the patient experienced urinary urgency, frequency and nocturia.